Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The customer's initial report of the devices causing the pumps to alarm was not concluded, due to the device was not returned to the manufacturer for investigation, therefore, no product evaluation can be performed.

Event description:
It was reported that the suspect device was causing the pumps to alarm non-stop. This complaint is reference to (B)(4): no patient injury was reported.

Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." No further information available.